Manufacturer narrative:
Based on the received information from the field, an extrusion of the electrode lead through the skin was noticed following an external impact on the concerned side. No problems were reported prior to the reported trauma. In situ measurements point to a functional device. The recipient will be monitored and treated by the clinic. The device remains currently implanted without the use of the external processor, until the issue is resolved. Further, the recipient was implanted on the contralateral right ear side and after first fitting is hearing well with the new device.

Event description:
The user reported an extrusion of the electrode lead through the skin behind the ear in december, 2018 at the clinic. Reportedly the recipient had a trauma involving the door jamb, leading to opening of the skin and hospitalization. Before the trauma the user was successfully using the device. Two attempts to treat the open wound conservatively failed (anti-inflammatory and antibacterial therapy). Further, for the second treatment was attempted because of purulent secretion from the wound and the pediatric user was re-hospitalized.

Manufacturer narrative:
Conclusion: device investigation, on the received parts, did not reveal any device defect or damage which has been present whilst implanted. Damages found during investigation are attributable to the removal surgery. This finding was expected because the device was explanted due to an extrusion of the electrode lead through the skin and wound healing issues following an external impact on the concerned side. No problems were reported prior to the observed trauma. Further, the recipient was implanted on the contralateral right ear, and after first fitting is hearing well with the new device. This is a final report.

Event description:
The user reported an extrusion of the electrode lead through the skin behind the ear in (B)(6) 2018. Reportedly the recipient had a trauma involving the door jamb, leading to opening of the skin and hospitalization. Before the trauma the user was successfully using the device. Two attempts to treat the open wound conservatively failed (anti-inflammatory and antibacterial therapy). Furthermore, the second treatment was attempted because of purulent secretion from the wound and the pediatric user was re-hospitalized. The wound was then conservatively treated (in the form of salve) with recommendation to not use the audio processor. The user was implanted on the contralateral right side. On first fitting the user heard well with the new contralateral device. The user was explanted of the concerned device on (B)(6) 2019 as the wound did not heal.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported an extrusion of the device in (B)(6) 2018 at the clinic. Two attempts to treat the open wound conservatively failed.